Event description:
According to the reporter, during a thoraco/pneumothorax procedure, the surgeon clamped the tissue and tried to fire the device, however the handle was locked and could not fire. The procedure was completed with another device. The status of the patient is no problem.